Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 23 feb 2013 to the present date 10 dec 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement reported.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement reported.

Manufacturer narrative:
Additional information h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2013, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.